Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. A review of the (B)(4) 2010 navilyst medical complaint report was conducted for the xcela pasv PICC product family for the failure mode "sheared/broken guidewire." No adverse trend was identified. The returned guidewire was forwarded to navilyst¿s supplier, (B)(4), for eval and completion of a scar. The supplier's examination of the wire stated that all joints were visually and dimensionally correct, however, the wire was received in 2 pieces with an extensively stretched outer coiling wire. "The nature of the damage suggests the device under constraint and sustained a shear overload condition with bending, tensile and torsion loading resulting in shear fractures to the core wire shaft and outer coiling wire and concurrent stretching. The shear damage suggests manipulation of the specimen within a needle shaft. It appears that clinical and/or procedural factors impacted the events as reported." The supplier¿s device history review indicated that final inspection of the reported guidewire lot was determined to have been acceptable. There is no indication that this incident is the result of a mfg or design issue. The following precaution is stated in the directions for use (p/n 14600230-01a) that is provided with the reported lot: "if guidewire must be withdrawn, remove the needle and guidewire as a single unit." Navilyst medical¿s incoming inspection of the guidewires packaged with the xcela pasv PICC device includes the following: visual inspection, as well as the following dimensional inspections length, o.d. Of wire, verify tip tensile strength. (B)(4).

Event description:
As reported, the PICC nurse was having difficulty progressing the 45cm, .018" guidewire through the pt¿s vein. When attempting to pull the guidewire back, it "got stuck." It was removed and the nurse tried the opposite end of the wire with the same results - difficult time retracting. The wire became sheared. There was no injury/complications to the pt. The used guidewire was returned for eval.